Manufacturer narrative:
Concomitant medical products: product ID: hc15025 tissue valve, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a full power on reset (por) occurred. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.